Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the viscous fluid control syringe was observed to be cracked following a loud noise when the silicone oil was being infused during a retinal detachment repair procedure. The procedure was completed. There was no harm to the patient, no additional information is expected.

Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue for this lot. The device history record shows the product was released per specifications. The customer report indicated the plastic syringe cracked intraoperatively but was not received damaged. A sample for this complaint report was not returned; visual inspection or functional testing could not be conducted in order to ascertain the failure mode of the consumable device. The root cause of the customer's complaint could not be established as a sample has not been received. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. Action will not be taken for this occurrence as a sample was not returned for root cause evaluation. Analysis of complaints of this nature confirm no unfavorable trend for this event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. (B)(7).